Event description:
It was reported that during during use, cs100 intra aortic balloon pump (iabp) had automatic inflation failed. No harm injury was reported.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. The getinge field service engineer (fse) reported that the customer does not plan to repair the unit. Should repairs be made in the future the information will be updated.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had automatic inflation failed.

Manufacturer narrative:
Due to character limitation, below field are added from e.1. Event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.